Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and how to disconnect properly. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A home patient (hp) contacted baxter¿s technical service center to report a system error 2240 (air in set) alarm on the homechoice (hc) during therapy. The hp disconnected and, when the alarm sounded, connected back up again. The technical services representative (tsr) assisted the patient in clearing the alarm. There was patient involvement, but no patient injury or medical intervention was associated with this report. No additional information is available.